Event description:
A cartridge change error was reported for the pump. There was no adverse impact to the customer¿s blood glucose level. The customer followed instructions to inspect and clean the pump's components and successfully loaded a new cartridge, resuming the insulin process. Technical support advised the customer to monitor system performance, and no cartridge replacements were deemed necessary.